Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: review of pump logs confirmed a bolus was delivered by the user at 2:10am on (B)(6) 2018. Prior to the bolus request, the pump was unlocked successfully by the user. A bolus for 108 grams of carbohydrates was requested at 2:04 mg/dl a maximum bolus notification was annunciated by the pump notifying the user the bolus requested (18 units of insulin) exceeded the maximum bolus setting. The maximum bolus allowed (15 units of insulin) was subsequently delivered. The user likely transposed blood glucose (bg) and carbohydrate gram units while requesting the bolus. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer observed an unintended bolus of 15 units displayed on the bolus history for (B)(6) 2018 at 4:15 am. At the time of the occurrence, the customer's blood glucose (bg) level was 108 mg/dl. Reportedly, the customer does not recall requesting the bolus. The customer's bg level decreased to 35 mg/dl, and was provided juice, sandwich and intravenous (IV) fluid for hydration from the paramedics. Although requested by tandem technical support, the customer declined to upload the pump data logs for review of the reported event. Recommendation was made to consult with health care provider regarding diabetes management.